Event description:
The device was returned to the MFR with no add'l info. Device registration indicated that the pt expired. Add'l info has been requested, a follow up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Conclusion: the extension was cut through (suspected explant damage). Final device analysis revealed no significant anomalies.